Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) identified that the latch contacts were oxidized, and contents of storage space had shifted and was pressing against door preventing recovery. The fse cleaned and treated the latch and the customer rearranged the contents of the space. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.